Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high and low blood glucose levels. The blood glucose reading was 437 mg/dl. The customer stated that the insulin pump had been dropped and sustained physical damage to it. She stated that a little piece of the reservoir compartment had broken off, and she saw a little rubber band when she removed the reservoir. She stated that she had dropped the device, and by the third infusion set change she noticed that her blood glucose levels were high. Upon inspection, she observed dried blood at the end of the infusion set cannula. She was advised to change the entire infusion set, reservoir and insulin and to treat per her doctor's instructions. She reported that she was shoveling snow when she experienced low blood glucose, advising that she did not think it was an issue related to the insulin pump. The caller was advised that the device be replaced. The most recent blood glucose reading was 247 mg/dl. Nothing further reported.